Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. We were unable to verify an unresponsive button due to blank display. The insulin pump was received with minor scratched display window, and cracked case at display window corners.

Event description:
It was reported that the insulin pump has gotten wet. Customer stated that they got into the pool with their daughter and forgot to take the insulin pump off. Fluid was visible under the display and the keys were getting stuck customer's blood glucose reading at the time of the call was 6.8 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.